Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2018-01209. It was reported that subacute stent thrombosis occurred. The target lesion was located at the bifurcation of the circumflex artery and the obtuse marginal branch (om). After a guide wire was advanced to the lesion, a 2.25 x 12mm synergy ii drug-eluting stent (des) was placed in the circumflex artery right at the bifurcation. The physician crossed the wire to the om and placed the second 2.25 x 12mm synergy ii des. A picture was taken with good results and the patient was sent home the following day. However, five days post procedure, the patient came back and was having a heart attack. The first picture, the stents looked some haziness then on the same day, they brought her back in and the second look, the stents were closed off, both of them. They had in-stent thrombosis. The doctor post dilated the stents with a couple of balloons and restored flow. The patient did fine.